Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture failing to deploy was confirmed. However, the analysis of the returned device indicated that a portion of the posterior foot was broken off and was not returned. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an interventional peripheral procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, the suture failed to deploy. The device was removed over a guide wire and a second proglide device was attempted, but the suture also failed to deploy. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch, returned device analysis revealed a portion of the posterior foot was broken off and was not returned with the device. The physician was contacted and indicated he was aware of the incident at the time of the procedure. No complications or additional patient treatment were reported after the vessel closure procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report.